Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73b1700065 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the during the stomach neoplasms operation the clip fell off the applier after the clip was loaded. The clip was broken at the hinge and fell into patient's body. The doctor took a long time to take the broken clip out of patient which resulting in the operating delay.

Manufacturer narrative:
Qn# (B)(4). The customer returned one clip from unit 544253 hemolok xl clips 3/cart 42/box for investigation. The cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination revealed that the loose clip was broken near the hinge. The observed damage is consistent with improper loading of the clips or with using damaged appliers. The appliers were not returned. Reference file (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip fell off the applier" was confirmed based upon the sample received. One loose clip was returned and it was broken near the hinge. The cartridge was not returned. The observed damage to the loose clip is consistent with improper loading of the clips or using a damaged applier and it could cause the clip to fall out of the applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that the during the stomach neoplasms operation the clip fell off the applier after the clip was loaded. The clip was broken at the hinge and fell into patient's body. The doctor took a long time to take the broken clip out of patient which resulting in the operating delay.